Manufacturer narrative:
Correction to section d4 - catalog # corrected from 07p70-30 to 07p70-20. Section h4 - device mfg date updated from 2/24/2024 to 2/26/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 61263ud00, however, in-house performance testing was completed which indicates the product is performing as expected. The results of the precision and accuracy study performed by the technical team indicates that the alinity free t4 assay returned results within acceptance criteria. No product deficiency has been found and the reagent lot continues to perform as intended. The device history record was reviewed and did not identify any non-conformances, potential non-conformances, or deviations associated with lot 61263ud00 and the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for alinity I free t4 reagent lot 61263ud00.

Event description:
The customer observed discrepant alinity I free t4 results for multiple samples. The following data was provided (customer¿s reference range 9.0-21.0 pmol/l): sample ID (B)(6) initial result = 14.69 pmol/l, repeat = 22.7 pmol/l. Sample ID (B)(6) initial result = 21.3 pmol/l, repeat = 16.72 pmol/l. Sample ID (B)(6) initial result = 42.5 pmol/l, repeat = 21.0 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant alinity I free t4 results for multiple samples. The following data was provided (customer¿s reference range 9.0-21.0 pmol/l): sample ID (B)(6) initial result = 14.69 pmol/l, repeat = 22.7 pmol/l. Sample ID (B)(6) initial result = 21.3 pmol/l, repeat = 16.72 pmol/l. Sample ID (B)(6) initial result = 42.5 pmol/l, repeat = 21.0 pmol/l . No impact to patient management was reported.